Manufacturer narrative:
H4 (device manufacture date) was updated. The reported complaint of "the autopulse platform (s/n (B)(6)) displayed user advisory (ua)41 (patient temperature sensor failure)" was confirmed based on the analysis of the archive data but was not confirmed during functional testing. No device malfunction was observed, and the autopulse platform functioned as intended. A ua41 advisory message can potentially be caused by exposure to ambient storage conditions (e.g., a fire truck sitting in a hot environment and/or being exposed to direct sunlight for long hours), by deploying the platform with blocked air vents (such as on a thick carpet or a blanket), or a defective temperature sensor. These potential causes will increase the internal temperature of the autopulse platform. In the reported incident, the customer stated that the autopulse platform was stored in their ambulance in a climate-controlled apparatus bay, and that platform was placed on a hard-wooden surface during deployment. In this case, the temperature values did not correlate to actual ambient temperatures, and the archive file revealed that the temperature sensor was intermittently displaying a max value of 127°c. Therefore, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, it was noted that the load plate cover was defective with a hole, affecting the watertight seal, unrelated to the reported complaint. This type of physical damage is characteristic of user mishandling. The load plate cover was replaced to address the issue. The archive data review revealed that the autopulse platform was last deployed to perform chest compressions on (B)(6) 2021. Multiple ua41 advisory messages were observed in the archive data; thus, confirming the reported complaint. Based on the archive data, the patient contact surface temperature sensor values were outside of the normal range of 45°c during power-on-self-test or take-up. The autopulse platform passed the initial functional test without any fault or error. The temperature sensors and their cable connections to the power distribution board (pdb) were inspected and found no issues. The temperature sensor cabling was checked by blowing hot and cool air directly to the location of the temperature sensor mounted, and the sensor responded respectively to the temperature increase/decrease. No malfunction was found, and the reported ua41 advisory message could not be replicated. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The autopulse platform was manufactured in september 2014 and is almost 7 years old, has exceeded its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to remedy the fault. During servicing of the autopulse platform, it was noted that the front and bottom enclosures had multiple cracks at their screw well areas, unrelated to the reported complaint. The observed physical damages could have resulted from either wear and tear or user mishandling. The damaged enclosures were replaced to address the problems. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. The cardiac arrest was not witnessed, and the cause was unknown. It is unknown for how long the patient was in cardiac arrest before receiving the first bystander manual CPR, which was performed for about 3-4 minutes. The patient was pulse-less apneic upon ems arrival. The crew placed the platform on a hard-wooden surface, and the autopulse performed automated compressions for about 10 minutes. Then, the user paused the autopulse to check the patient's pulse. The autopulse was powered back on, but the platform did not start compressions and displayed user advisory (ua) 41 (patient temperature sensor failure) advisory message. The ems crew immediately switched to manual CPR, which was performed for 8 minutes. Then, the crew used their backup alternative device to resuscitate the patient. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. As per the customer, the patient's death was not related to the autopulse system. The customer stated that the autopulse platform is stored on their ambulance in a climate-controlled apparatus bay.